Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the device kept shutting down, began updating and the event viewer showed an unexpected power loss. The customer reported that the malfunction resulted delay in dispensing of the medication. There were no adverse events or injuries report ed based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device kept shutting down, began updating and the event viewer showed an unexpected power loss. The technical support specialist (tss) had run the command (sfc /scan now) to initiate a system file check. The tss found that the operating system resource protection detected corrupt files and repaired them successfully. The system functioned as intended after the technical support specialist troubleshot the device.